Manufacturer narrative:
Date of event: the event occurred on an unreported date in late january 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to "streptococcus pallians". The patient was hospitalized and was treated with cephalosporin "1" and "3" (intraperitoneal) for the event. At the time of this report, the patient outcome was not reported however, the patient has been discharged from the hospital and was given vangol therapy (intraperitoneal) for treatment after going home. Pd therapy was ongoing. The reporter declined to provide additional information.